Event description:
It was reported that the atrial lead was undersensing which caused the diagnostics to be incorrect. The atrial sensitivity was reprogrammed. It was further reported that the patient had fallen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.